Event description:
The customer reported that the system shutdown and the c-arm mainframe. When rebooted, the system displayed a bad iris calibration error message. No patient injury was reported.

Manufacturer narrative:
(B)(4). The plan to check the system is under negotiation.